Event description:
The customer reported the touchscreen would not respond and would not enter calibration mode. Not in use. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the issue was discovered while the ventilator was being serviced. Therefore, this complaint no longer meets reportability requirements.